Event description:
Complainant alleged that while attempting to defibrillate a patient who was in cardiac arrest, with electrodes attached, the device discharged successfully three times at 200 joules, 300 joules and 360 joules. However, on the fourth attempt the device displayed a "poor pad contact" message and did not discharge energy. The clinician checked the connection of the cable to the device and checked the attachment of the electrodes; the device then displayed a "defib pad short" message. The clinician placed a second set of electrodes onto the patient, however the device again displayed the "defib pad short" message. Clinician obtained another device and successfully converted the patient's heart rhythm with the second set of electrodes attached. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.